Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg2h2e002 implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter product ID 8709sc lot# h865979006 implanted: (B)(6) 2013 explanted: (B)(6) 1900-01-01 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 24-apr-2020, UDI#: (B)(4) ; product ID: 8709sc, serial/lot #: (B)(6), ubd: 06-mar-2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that during pump replacement it was found that the catheter would not aspirate so physician replaced with a new catheter. Due to catheter not aspirating, physician explanted a portion of the catheter and left a portion tied off/ inactive in the patient. Patient noted no symptoms. It was reported that the issue resolved at the time of this report.